Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 8 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient recently returned for a routine follow-up and was asymptomatic. A type 3 endoleak in the graft near the flow divider was noted; however, the cause is unknown. The decision was made to implant a talent converter followed by a fem-fem bypass and this successfully addressed the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation: results: endoleak. Results/conclusions: lack of information (aneurysm and vessel morphology are unknown, unknown cause of endoleak).